Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump booted with a dim and discolored (reddish contrast) display screen. Unrelated to the complaint, the pump battery compartment was observed to be cracked from the case seal to the battery cap. The pump was returned without a battery cap; the pump was confirmed to be able to power on with a test battery cap during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter confirmed that there was no noted moisture in the pump and confirmed that the display was still safe to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.